Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient informed that "the term used by the physician is not '' adherence '' is something else, but patient cannot remember. Patient also informed that performed a resonance exam which showed [no alteration], however per image of the exam it can be noted a fold", "pain", "changes in the shape ", "contracture" baker grade iii. The device has been explanted. This is for the right side.